Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa, size19) was explanted after 3.6 years due to valve stenosis secondary to structural valve deterioration.

Event description:
The MFR was notified on (B)(6) 2014 of a mitroflow valve (model lxa size 19, s/n (B)(4)) that was explanted after 3.6 years due to valve stenosis secondary to structural valve deterioration.

Manufacturer narrative:
This mitroflow valve was explanted after 3 years and 7 months due to a reported durability issue. Pannus overgrowth observed in this valve affected leaflet movement and also contributed to the valve stenosis. Slight aortic insufficiency likely resulted from inadequate leaflet coaptation caused by fibrous pannus overgrowth. There was no evidence of calcification in the returned valve. Histological analysis identified gram positive bacteria spread inside the pericardium. The presence of thrombus depositions and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. Prosthetic valve endocarditis is a complication of cardiac valve replacement that can cause early structural valve deterioration. It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was provided.